Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please see manufacturer report numbers 2015691-2024-07957 and 2015691-2024-07959 for details of the other events. The device was returned to edwards lifesciences and is currently being investigated. The investigation is still ongoing.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, during the attempt to remove the delivery system, it was noted that the balloon had separated from the shaft slightly after it was partially inflated to get the nosecone through the valve. Additional information was provided by the fcs revealing the valve became lodged in the esheath+ and was not able to advance. An attempt was made to pull the valve out, but it was pulled too hard that the esheath+ came out. The valve was partially deployed in order to remove the delivery system nosecone. Resistance was felt in the esheath+ at the common iliac artery. The esheath+ appeared very kinked past the non-expandable portion. After the esheath+ was removed, the valve was evaluated, and it appeared to have a bent strut at the outflow of the valve frame. An attempt was made to repair the lacerated iliac artery by performing an occlusion of the aorta with a balloon and placing covered stents, crossing over the bifurcation of the right iliac bifurcation. However, it appeared the dissection had carried into the descending aorta. It was noted that the cause of the dissection was not due to the valve being outside of the esheath+ but was due to pushing too hard that the delivery system and esheath+ bent and appeared to lacerate the iliac artery.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: h6 (device code) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Evaluation of the returned commander delivery system device revealed the crimped and inflation balloon had separated at the ic bond. The inflation balloon wing was observed to be flared. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned device revealed the inflation balloon wing was flared and there was a circumferential crimp balloon tear observed. The double-wall thickness measurements of the crimp balloon were taken and the crimp balloon double-wall thickness measurement met specifications. There was imagery provided for evaluation. A review of the provided imagery revealed there was tortuosity, undersized vessels and calcification present in the patient's right iliac artery. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the valve being dislodged off the delivery system balloon was unable to be confirmed while the balloon tear was confirmed. As the returned device conforms to specifications, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the attempt to remove the delivery system, it was noted that the balloon had separated from the shaft slightly after it was partially inflated to get the nosecone through the valve. Per the field clinical specialist (fcs), the valve became lodged in the esheath+ and was not able to advance. An attempt was made to pull the valve out, but it was pulled too hard that the esheath+ came out. The valve was partially deployed in the iliac in order to remove the delivery system nosecone." Additionally, it was reported "however, it appeared the dissection had carried into the descending aorta. It was noted that the cause of the dissection was not due to the valve being outside of the esheath+ but was due to pushing too hard that the delivery system and esheath+ bent and appeared to lacerate the iliac artery." In regard to the valve being dislodged off the delivery system balloon, resistance was experienced while advancing the delivery system through the sheath and the delivery system/crimped transcatheter heart valve (thv) never exited the sheath tip. Attempts to withdraw the delivery system/crimped thv further into the sheath prior to full device removal was also unsuccessful and resulted in the sheath being withdrawn while the delivery system/crimped thv stayed within the patient, with the thv potentially dislodging from the delivery system during these maneuvers. In this case, it is likely that withdrawal forces applied removed the sheath before the delivery system/crimped thv, causing the crimped valve to dislodge off the balloon. As such, the available information suggests that procedural factors (device manipulation) may have contributed to the event. In regard to the balloon tear, evaluation of the returned device showed that the crimp balloon was torn circumferentially, and the balloon wings were flared out. The balloon tear most likely occurred after the partial valve deployment at the right iliac to remove the delivery system. In this case, high pull force may have been applied to pull the delivery system and the delivery system may have interacted with the kinked sheath during removal, causing the crimp balloon to tear. As such, the available information suggests that procedural factors (high pull force and delivery system interacts with kinked sheath) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.